Manufacturer narrative:
Philips service ordered hdd and reset the system and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the countdown clock stuck at zero; system hang during boot on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.